Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer changed infusion set to address the issue and resumed insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 358 mg/dl with a dangerous level of ketones as identified by customer's healthcare provider; cause was unknown. Bg was addressed via a manual injection, and infusion set and cartridge change. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.